Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. However, following discharge from the hospital (length of time unknown), the patient noted a dime-sized drainage on the puncture site dressing. The patient presented to the emergency room concerned about the blood on the dressing. There was no active bleeding or hematoma noted at that time. A 5 pound sandbag was placed on the patient's groin, and he was admitted to the hospital for observation. The next day, the patient remained without hematoma, and was noted to have good pulses. The patient was discharged with no sequelae.